Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"During the delivery system was inserted, the doctor found some bleeding from hemostasis valve of flush port. The doctor kept on doing the procedure using relay plus and the procedure was done successfully. Doctor's comment: it seems that there are some problems with durability of hemostasis valve."